Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was frozen on the main screen. Customer's blood glucose was 232 mg/dl. Reportedly, customer did not have a form of backup therapy and declined follow-up from tandem technical support to ensure backup therapy was obtained.